Manufacturer narrative:
A site representative reported that during a weekly imaging system check the pendant stated "system booting please wait". The system was re-booted 3-4 times without resolution. A system checkout was performed by a medtronic representative where it was found that the imaging system would not boot. The pendant displaying "booting please wait" message was confirmed. The image acquisition system (ias) computer's cmos settings were not loading. The medtronic representative replaced the ias cmos battery and reconfigured the cmos settings. A system check was successfully performed which verified that the issue was resolved. The battery was discarded onsite and was therefore unavailable for analysis. This was noticed outside of surgery and no patient was present. . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a weekly imaging system check the pendant stated "system booting please wait". The system was re-booted 3-4 times without resolution. A system checkout was scheduled for a later date. This was noticed outside of surgery, no patient present.